Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system and had flashing led lights. The sterile adaptor would also not be recognized on the usm. Error 31009 was confirmed in the logs. The carriage instrument presence pins are not detecting. The presence pins will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting engagement issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted general bariatric revision surgical procedure, the customer reported that the led on the universal surgical manipulator (usm) 2 was persistently blinking yellow with a sterile adapter attached and camera engaged. The system logs showed 31009 reported by the usm 2, indicating loss of tool sensor. The customer recommended removing the camera and reseating the sterile adapter. After reseating the adapter and camera, the issue persisted. Intuitive surgical, inc. (Isi) technical service engineer (tse) recommended inspecting the carriage presence pins were intact and seemed to function mechanically. The isi tse recommended re-draping the usm, however, the issue persisted after re-drape and system power cycle. The isi tse suggested that usm 3 could be used in place of usm 2. The customer was disabled usm 2 and continued the procedure with usm 3. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during an evening add-on case. The customer believed this was considered an emergency return to surgery after prior gastric surgery the week before. The customer was not in the room all day, but the system had been used for other cases that day with no word of any issues. The customer did not know if it powered on without errors but assumed it was working fine or this case would have been posted in another room instead. The scrub technician did not mention any issues. The surgeon stopped at the console, came to the bedside, and instructed the two technicians to remove the camera, and reinsert it 2-3 times. Then the technician kept trying to detach the plastic connection on the drape and reconnect with no success. The surgeon then scrubbed in and tried himself with no success. The staff finally changed the drape, but it did not resolve the reported issue. The isi tse suspected a sensor issue. The surgeon deceived to continue with 3 usms. The customer moved the usm 2 away, took the camera out and switched it to usm 3, and completed the case. It took longer but the case was completed robotically.